Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer did not recall blood glucose at the time of the alarm. Customer stated the alarm was resolved with a complete set change. The device also had a failed battery test alarm. Customer stated the battery compartment, battery cap, or springs were not missing, damaged nor corroded. Customer was advised to clean the battery contacts. Customer inserted a new battery and device did not alarm. High blood glucose troubleshooting was also done. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer did not have a tubing clamp; high pressure test was not performed. Customer stated his last blood glucose was 260 mg/dl. No further information reported.